Event description:
Event was reported to (B)(4) by an atty. The patient has suffered chronic pelvic and vaginal area pain, severe vaginal infections, urinary tract infections, pelvic inflammation, pressure, leakage of feces, excruciating pain during intercourse, physical exhaustion, urinary leakage, and pain and difficulty making bowel movements. No further info has been provided.